Event description:
At the conclusion of of an angiogram, two devices were used to attempt to close a femoral artery. Neither device would close the artery. Another device was used and the patient was not harmed.this facility has had a total of four similar events with this device. All four devices were returned to the manufacturer. All four devices had the same lot number.======================manufacturer response for suture-mediated closure system, proglide (per site reporter).======================representative will collect devices on (B)(4) 2014.